Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information and per the physician, the reported hypotension was due to patient condition. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and delay to treatment/ therapy were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient was discharged to home.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and small cardial chambers. A steerable guide catheter (sgc) inserted. However, shortly after the sgc crossed into the left atrium, the blood pressure collapsed, and the patient required resuscitation for approximately four minutes. During resuscitation, the sgc was removed from the left atrium. The patient stabilized and the procedure continued. However, blood pressure continued to drop. The device was removed from the patient. No clips were implanted, and the procedure was discontinued. The patient was subsequently examined in detail. In the physician's opinion, the cause was initially a vagal reaction upon crossing the septum., followed by worsening of takotsubo syndrome, triggered by the resuscitation.